Event description:
Info center abruptly ceased operating at 11:07 pm in 2007. At time of cessation, equipment was providing support for 7 telemetry monitors in hosp cardiovascular intermediate care unit (cvimc). Immediate steps were taken to provide for alternative monitor support for affected pts. One pt found to be unresponsive when alternative monitor was to be placed at 12:15 am the following day. Svc rep responded to request for svc and identified defective power supply in equipment. Not able to determine whether there is an connection between equipment problem and pt death. No autopsy performed. Pt was "do not resuscitate" status. Dates of use: installed in 2007. Diagnosis: defective power supply in equipment used to support monitors. Event abated after use stopped: yes.